Event description:
Hcp reported patient presented with signs of infection in may 2005. Symptoms included redness, swelling, fever, drainage and stiff neck. The device was removed and a PICC line was inserted. The device was explanted but not returned to the manufacturer for analysis.

Event description:
Hcp reported patient presented with signs of an infection of the device pocket. These include fever, redness, swelling, and neck pain. Cultures were not obtained. The patient was treated with both IV and oral antibiotics. Hcp reported patient's infection is now resolved.